Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient with this pacemaker presented to the emergency room with their heart rate around 30 beats per minute (bpm) and a complaint that their device was not working. The boston scientific field representative interrogated the device and found the longevity to be greater than 5 years remaining, however the device was not pacing. The field representative attempted pacing tests, however was unable to complete them. Pacing was programmed to 100 paces per minute, but there was no capture. A magnet response was unable to be found. Lead measurements were within normal range. The device was explanted and replaced and boston scientific technical services (ts) discussed returning the device for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. Analysis confirmed that the device current drain was within specifications and the device could produce pacing pulses. The longevity >5 years reported by the field was a result of the device experiencing multiple resets, most likely due to the low battery voltage.